Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided guidance on performing a complete pump reset, and the caller was assisted through the process. Following the reset, the pump did not display the error code again, allowing the caller to successfully start their sensor session.